Manufacturer narrative:
The patient reported on (B)(6) 2025 that she experienced skin irritation that manifested as open sores/skin and scabbing when using the universal patch device.the patient reported that she did seek medical treatment to treat the skin irritation and sought the use of prescription medication to treat the skin irritation. The name of the prescription used was not provided. The patient reported that she did not discontinue the use of the device.the patient reported that she did follow the skin prep instruction.the patient reported that she does have a history of sensitive skin and allergies to adhesives and certain metals. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms.the patient has a history of skin sensitivity and/or allergies to adhesives and certain metals. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported on (B)(6) 2025 that she experienced skin irritation that manifested as open sores/skin and scabbing when using the universal patch device.the patient reported that she did seek medical treatment to treat the skin irritation and sought the use of prescription medication to treat the skin irritation. The name of the prescription used was not provided. The patient reported that she did not discontinue the use of the device.the patient reported that she did follow the skin prep instruction.the patient reported that she does have a history of sensitive skin and allergies to adhesives and certain metals.